Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The physician stated that device had met all release criteria and had a compression ratio of 8-9 percent. Three days post procedure when the physician re-examined the patient it was discovered that the closure device had embolized. The device was found in the aortic valve of the patient. The patient was brought to surgery to remove the device. The patient recovered well following successful removal of the device. There were no other complications that occurred and there is no implant procedure that is rescheduled yet for the patient.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The physician stated that device had met all release criteria and had a compression ratio of 8-9 percent. Three days post procedure when the physician re-examined the patient it was discovered that the closure device had embolized. The device was found in the aortic valve of the patient. The patient was brought to surgery to remove the device. The patient recovered well following successful removal of the device. There were no other complications that occurred and there is no implant procedure that is rescheduled yet for the patient. It was further reported the patient was brought to emergency surgery to remove the device. During surgery, it was examined the device was embedded in left ventricular outflow tract by tee. Aortic incision was performed for the removal of the device and the laa was ligated.